Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. (B)(4).

Event description:
It was reported that a portex bivona neonatal and pediatric tts (tight-to-shaft) tracheostomy tube cuff leaked and the patient coughed the device completely out of her stoma. At that time, it was noted that the cuff was deflated and there was water remaining in the balloon outside of the tracheostomy tube. The issue was observed by the patient's mother and a nurse. The cuff was filled with sterile water. The issue was resolved by replacing the tracheostomy tube with a previously used tube. No medical intervention was required and no patient injury was reported. The issue was considered resolved. See MFR: 3012307300-2016-00243.

Manufacturer narrative:
One 3.0mm tts¿ pediatric tracheostomy tube was returned for investigation. During functional testing, 5cc's of air was inserted into the device cuff, the device was then submerged in water. Initially no bubbles (indicating a leak) were observed escaping from the device; however, after the shaft was manipulated, a small air bubble appeared on the shaft. The cuff was then filled with 5cc's of water and the shaft and inner dimeter were manipulated. Microscopic examination of the shaft and inner diameter revealed a small bead of water on the inside wall, approximately 10mm from the distal tip, opposite the inflation line. The device shaft was then sectioned to examine the area around the leak; a small cut was observed. The cuts appeared to be caused by a sharp object being inserted from the proximal end of the device. The cause of the cut did not appear to be related to the molding process or by insertion of the plastic tipped obturator. Investigation was unable to determine the root cause of the cut.